Event description:
Reported by the customer as: failed infusion test in biomed by .05 ml. Pt injury? No.

Manufacturer narrative:
Method: actual device from complaint was evaluated. Results: a standard set of functional performance tests were completed on the device, which includes volumetric accuracy. Conclusions: the performance tests could not duplicate or confirm the volumetric accuracy. Cause is unknown.